Event description:
It was reported that the rubber on the bottom of the radio frequency (rf) head needed to be replaced and that the head had difficulty reading devices, possibly due to the connector plug that plugs into the programmer, or the cable. The head was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the rf head was unable to interrogate an implantable device due to cable damage. It was also noted that the label backing was missing.